Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during intraocular lens (iol) implantation procedure, debris and scratch was noticed on the lens. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information provided b.5., d.9., h.3., h.6., and h.11. The product was returned for analysis, and the reported "scratch" was observed. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device wrapped in fabric. Solution is dried on the intraocular lens (iol). There are multiple fibers and particulate adhered to the iol. Iol cleaned. A scratch/mark is observed on the optic. The scratch/mark is observed at the same location on the iol as the received photo of the carton with an iol drawn onto the carton. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Received photo shows a company specified with an iol drawn onto the carton, there is a dot drawn near the centre of the iol and the wording "scratch". The product investigation could not identify the root cause for the reported complaint "scratch on the lens". The lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Lens damage may occur: ¿ due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding, delivery issues and /or damage. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols undergo 100% cosmetic inspection in accordance with approved manufacturing procedures. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The investigation has been completed based on available information. Monthly complaint data analysis confirmed no adverse trends associated with this product and event. Quality assurance has reviewed this complaint and will continue monitoring complaint data for potential adverse trends. No further action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received on 16-mar-2026, there were no debris on the lens, only scratch was observed on the lens.